Event description:
The user facility reported a 62-year-old female undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella had a sudden motor spike that led to saturated flows of 4.4l/min at p4. The left ventricle signal rose and is above the placement signal. Purge flows and purge pressures are normal and unchanged. It was further reported that the patient was weaned to p2 in preparation for explant due to the saturated pump flows and rising motor current. The pump motor stopped eventually but restarted at p2 until surgeon arrived for emergent explant at bedside. The pump was removed without issues and the patient is stable.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop and the saturated flow issues has been completed since the original report was filed. The pump was returned and evaluated. Upon visual inspection, large clots of biomaterial were found in outflow cage on impeller blade, within inflow cage, and within the pump cannula. The root cause of the saturated flow and the pump stop was due to biomaterial build-up on the impeller blade due to insufficient anticoagulation while on support. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ to conform to updated procedures, sections d6 & h10 were revised with updated information.